Event description:
It was reported that the continuous cardiac output (cco) was inaccurate and then the measurement was lost. Initially, the cco was working properly in the cardiac cath lab (4-5 l/min). When the patient was moved to the ICU, the value went twice as high (9 l/min), but when the catheter was 'slightly moved back", the value went down to 5-6 l/min. At some point after, the cco measurement was lost. There was no problem observed with vig2 monitor that was used with the catheter. The customer implied that there was a possibility that the catheter was inserted too deep; the catheter was inserted from the femoral vein about 45 cm deep toward the patient whose height was 145 cm. There were no patient complications reported.

Manufacturer narrative:
One catheter was returned for evaluation with a non- edwards contamination shield seated on the catheter from 50 cm to 100 cm. No introducer was returned. The contamination shield was removed from the catheter for the evaluation. The thermistor was submerged in a 36.9 c water bath and read 37.0 c. Thermistor temperature reading accuracy is (B)(4), per the vigilance manual. The catheter ran cco in 36.9 c water bath on vigilance I and vigilance ii monitors for 5 minutes with no error message. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of the thermal filament circuit measured within specifications at 39.06 ohms. Both thermistor and thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the catheter body or returned syringe was observed. Balloon inflation testing was performed using the returned syringe with 1.5cc air. Visual examinations were performed under microscope at (B)(4) magnification and with the unaided eyes. The complaint could not be confirmed during the evaluation. No evidence of a manufacturing nonconformance was noted. Review of the available information suggests that clinical factors, such as positioning, may have contributed to the event reported. No actions will be taken at this time.